Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported to be unavailable. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information a 27mm mitral valve was explanted after eleven (11) years, two (2) months, due to mitral stenosis and regurgitation. Upon visualization, the mitral bioprosthesis was calcified and the leaflets were very immobile. This was excised and replaced with a 27mm mitral pericardial valve. There were no reported complications and the patient was transferred from the operating room. The post-operative stay was complicated by a short run of supraventricular tachycardia which was resolved with beta-blockers. The patient was discharged on post operative day six.